Manufacturer narrative:
Section a: patient information corrected. Section d4: serial number and primary UDI corrected. Section d6a: date of implant corrected. Section d4: expiration date and manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their driveline split open. Additionally, there was possible oxidation in the patient's driveline due to the green discoloration. Log file review revealed that the driveline discoloration did not appear to be causing any issues. Resue tape was applied to the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the outer jacket of the patient¿s driveline. Although a specific cause for this damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. The submitted log file contained data from 06mar2025 through 13mar2025. No notable events or alarms were observed, and the pump appeared to function as intended for the duration of the log file. The submitted image shows a portion of the driveline had split through the outer jacket and underlying bionate layer, exposing the metal braided shield and a portion of the wires. Additionally, the reported green discoloration was observed underneath the bionate layer. It was communicated that rescue tape was applied to the affected area of the driveline. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook document are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.